Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one thousand one hundred forty-eight (1148) non-vented high-volume inlets had foreign matters, such as hair, fibers, or black spots in unspecified locations. This issue was discovered during a visual inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: upon additional information, the product is no longer suspect in the event. Should additional relevant information become available, a supplemental report will be submitted.